Event description:
It was reported that the patient had a drop in blood pressure requiring neo-synephrine and was transferred to the intensive care unit post-procedure. On day 2, the patient received a blood transfusion due to hemoglobin of 6.9. After the tranfusion, the patient had a grand mal seizure with uncontrolled movements of both arms and legs. The patient had a CT scan, which showed no acute hemorrhage, and a known prior left cva. The CT angiogram showed no abnormalities. A carotid ultrasound showed a patent stent. No action or treatment was taken and the patient improved that evening. The patient's mental status and physical strength returned to baseline and reportedly, the patient did not seem to have had a new stroke. The patient was discharged to home on day 5.